Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown prodisc-l superior endplate/unknown quantity/unknown lot. Reporter phone number: (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after subsequent review of the following abstract: buttacavoli fa, delamarter rb. And kanim lea. Cost comparison of patients with 3-level artificial total lumbar disc replacements versus 360° fusion at 3 contiguous lumbar vertebral levels: an analysis of compassionate use at 1 site of the us investigational device exemption clinical trial. Sas journal, volume 4, issue 4, pages 107¿114. The article seeks to evaluate the difference between hospital service costs of 2 treatment options for patients diagnosed with 3-level degenerative disc disease (ddd) in the lumbar spine. In this retrospective analysis, itemized billing records of hospital stay for patients with 3-level ddd treated with artificial disc replacement (adr) were compared with those treated with circumferential fusion (standard of care). There were 43 consecutive patients treated for 3-level ddd between january 2004 and october 2005. Of these, 21 underwent 3-level adr and 22 had a 3-level fusion procedure. The mean age for adr patients was 40.30 (range, 19-59). One adr patient had ileus and abdominal distension postoperatively. After the hospital course, the adr patient was not discharged to rehabilitation. This is report 5 of 6 for (B)(4). This report is for unknown prodisc-l. This report is for 6 devices.